Manufacturer narrative:
This device is currently under investigation at microline inc.

Event description:
During a surgical procedure, the nurse encountered difficulties opening and closing the renew smoothly. The procedure and anesthesia time was extended by 5 minutes.

Manufacturer narrative:
The device was returned, decontaminated and visually investigated. No signs of physical damages due to misuse or mishandling were observed on the device. Upon visual inspection this complaint has been confirmed the smooth plate in the handle of the device appears to be worn, and is rubbing against other internal components. A new tip was attached to the device, and tested for functionality. The device was stiff and made a grinding noise. Complaint confirmed. Microline inc., has noticed an increase of reported devices with this similar failure. A corrective action plan has been issued in efforts to address the increase of these failures. Ref CAPA (B)(4).